Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of display was the image sensor unit cable kinked at the insertion section bending section. This caused the image sensor unit cable and the general shield to have short-circuited. The kink on the image sensor cable was caused since some kind of stress beyond expectations such as excessive twisting and bending. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a laparoscopic procedure for gastrointestinal surgery, the image on the endoeye flex deflectable videoscope when being used with the visera elite video system center display had blacked out. When the power was turned on again, the image was restored, but it became black again. Finally, the customer switched to an endo eye flex 10 videoscope and completed the procedure. There were no reports of patient harm associated with this event. The problem was investigated and repaired, but it was returned to the facility as reproducible. Similar events may have occurred in multiple cases. Since there is no problem with the endoeye flex 10 videoscope, it was presumed that the issue was caused by the subject device (endoeye flex deflectable videoscope). Since the same problem occurred in multiple cases, an additional complaint was opened. This complaint is related to patient identifier (B)(6) (ltf-s190-5/(B)(4).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.